Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) was stuck in a boot loop. The cns booted through the bios, to the windows desktop, then when trying to launch the cns application, it rebooted and started the boot cycle all over again. The bme tried booting the cns with only one hdd and reseating the ethernet cable, but the issue persisted. There was no patient harm reported. Investigation summary: the complaint device was sent in for evaluation and exchange. Evaluation at the repair center duplicated the problem and identified an error code 41. Inspection found no physical damage but noted a gap between the hdd and front case. The root cause was determined to be corrupted software, caused by degraded hdds. Both drives were replaced and reimaged, and the device passed extended functional and quality checks before being returned to the customer. Nk will continue to monitor and trend. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the cns: bedside monitors (bsm): model #: bsm-1700 series serial #: (B)(6) device manufacturer data: (no specific model type could be provided) unique identifier (UDI) #: ni returned to nihon kohden: na. Bedside monitors (bsm): model #: bsm-6300 series serial #: (B)(6) device manufacturer data: (no specific model type could be provided) unique identifier (UDI) #: ni returned to nihon kohden: na. Bedside monitors (bsm): model #: bsm-6500 series serial #: (B)(6) device manufacturer data: (no specific model type could be provided) unique identifier (UDI) #: ni returned to nihon kohden: na. Zm transmitters: model #: zm-531p serial #: (B)(6) device manufacturer data: 11/14/2023 unique identifier (UDI) #: (B)(4) returned to nihon kohden: na. Zm transmitters: model #: zm-531p serial #: (B)(6) device manufacturer data: 06/27/2023 unique identifier (UDI) #: (B)(4) returned to nihon kohden: na. Zm transmitters: model #: zm-531p serial #: (B)(6) device manufacturer data: 02/17/2021 unique identifier (UDI) #: (B)(4) returned to nihon kohden: na. Zm transmitters: model #: zm-531p serial #: (B)(6) device manufacturer data: 07/21/2015 unique identifier (UDI) #: (B)(4) returned to nihon kohden: na. Zm transmitters: model #: zm-531p serial #: (B)(6) device manufacturer data: 07/23/2015 unique identifier (UDI) #: (B)(4) returned to nihon kohden: na. Zm transmitters: model #: zm-531p serial #: (B)(6) device manufacturer data: 12/06/2018 unique identifier (UDI) #: (B)(4) returned to nihon kohden: na. Zm transmitters: model #: zm-531p serial #: (B)(6) device manufacturer data: 07/22/2015 unique identifier (UDI) #: (B)(4) returned to nihon kohden: na. Additional information: b4 date of this report d10 concomitant medical device g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was stuck in a boot loop. The cns booted through the bios, to the windows desktop, then when trying to launch the cns application, it rebooted and started the boot cycle all over again. There was no patient harm reported.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was stuck in a boot loop. The cns would fully boot through the bios, to the windows desktop, then when trying to launch the cns application, it rebooted and started the boot cycle all over again. There was no patient harm reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) was stuck in a boot loop. The cns would fully boot through the bios, to the windows desktop, then when trying to launch the cns application, it rebooted and started the boot cycle all over again. The bme tried booting the cns with only one hdd and reseating the ethernet cable, but the issue persisted. There was no patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the cns: bedside monitors (bsm): model #: bsm-1700 series. Serial #:(B)(6). Device manufacturer data: (no specific model type could be provided). Unique identifier (UDI) #: ni. Returned to nihon kohden: na. Bedside monitors (bsm): model #: bsm-6300 series. Serial #:(B)(6). Device manufacturer data: (no specific model type could be provided). Unique identifier (UDI) #: ni. Returned to nihon kohden: na. Bedside monitors (bsm): model #: bsm-6500 series. Serial #: (B)(6). Device manufacturer data: (no specific model type could be provided). Unique identifier (UDI) #: ni. Returned to nihon kohden: na. Zm transmitters: model #: zm-531p. Serial #: (B)(6). Device manufacturer data: 11/14/2023. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na. Zm transmitters: model #: zm-531p. Serial #: (B)(6). Device manufacturer data: 06/27/2023. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na. Zm transmitters: model #: zm-531p. Serial #: (B)(6). Device manufacturer data: 02/17/2021. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na. Zm transmitters: model #: zm-531p. Serial #: (B)(6). Device manufacturer data: 07/21/2015. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na. Zm transmitters: model #: zm-531p. Serial #: (B)(6). Device manufacturer data: 07/23/2015. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na. Zm transmitters: model #: zm-531p. Serial #: (B)(6). Device manufacturer data: 12/06/2018. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na. Zm transmitters: model #: zm-531p. Serial #: (B)(6). Device manufacturer data: 07/22/2015. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na.